Event description:
It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026.

Manufacturer narrative:
Imdrf investigation findings code c22 (appropriate term/code not available) has been selected, as code c24 is not available in the database to capture (malfunction observed without conclusive finding). Imdrf cause conclusion code d17 (appropriate term/code not available) has been selected, as code d1501 is not available in database to capture (cause linked to device but unable to trace more specifically). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: review of complaint record database 2690831event description and all available information was completed, and lot number 6010541 was provided. Complaint was classified reportable under malfunction code: adhesive patch does not adhere to the skin after direct application corrective and preventive action (CAPA) determination: during the investigation CAPA-2010953 was identified, it was opened 18-sep-2024 for adhesive related complaints and bounding covers medtronic extended (ewis) products and the time period reviewed. Root cause of problem: customer complaint reporting for ewis includes a large number of reports related to accidental misuse where the infusion set and adhesive patch have been accidentally pulled off during its extended period of wear (compared to three-day adhesives). This is not a result of the design and manufacturing of the adhesive and artificially increase the overall complaint data for ewis. Corrective action as a result of the investigation: all corrective actions related to medtronic extended (ewis) have been implemented. Summary conclusion: based on the information available, the investigation has been completed, and all applicable requirements were reviewed and found to be met. The complaint is confirmed, as the alleged malfunction is consistent with a known issue that is being addressed under the preexisting CAPA 2010953. As this complaint falls within the scope of the identified trend, no further complaint specific investigation will be conducted. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.